Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placements.

Event description:
The following was reported to gore: on (B)(6) 2019, a patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the trunk-ipsilateral leg component was positioned, it could not be advanced proximally enough, which resulted in unintentional coverage of the left internal iliac artery. No treatment was performed to treat the unintentional coverage. The patient is being monitored.